Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex® bivona® custom adult tracheostomy tube was not ventilating the patient properly. It was noted that the tracheostomy tube had an incorrect angle on the flange/shaft and the silicone stoma seal was on the outside of the flange instead of the inside. This resulted in the tracheostomy tube not fitting the patient correctly. The event resulted in tracheal irritation and bleeding and an emergency tracheostomy tube change was required. No permanent injury was reported. See MFR: 3012307300-2016-00395.

Manufacturer narrative:
No product was returned for investigation; however, a photographic image was provided for review. Although no lot number was provided, a review of all lots associated to the reported part number found no abnormalities or non-conformities during manufacturing. A review of the provided photograph, compared to the device drawing, showed a difference in the flange position and the flextend¿ length. Investigation determined that root cause of the reported issue was due to manufacturing and the device drawing should be modified to include the patient's preferred angle of the neck flange.